Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported "after successfully inserting the pig tail on the first attempt, the physician met resistance while trying to remove the wire. He retracted the pig tail slightly and the wire was easily removed. At this point the pig tail was removed. The introducer needle was replaced in the original puncture site. The physician reintroduced the wire and pigtail a second time. There was no resistance to wire removal on the second attempt. Once the guidewire was pulled out, it started to break and shred. Per customer, they do not believe any portion broke off or shredded off inside the patient." A section of the device did not remain inside the patient''s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the device history record, manufacturing instructions, quality control, and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record indicated that the lot met all finished goods release criteria. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.